Event description:
The customer reported that they had no sound from the speaker. It is unknown if the monitor was in clinical use at the time of the issue. There was no allegation of an adverse event or any patient or user harm.